Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 228 mg/dl at the time of incident. Troubleshooting was performed for no delivery. Troubleshoot found an occlusion in the reservoir. The reservoir will not be returned for analysis.